Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 of the bd nokor¿ admix needle were clogged. The following information was provided by the initial reporter: customer received some of the bd nokor needles but still experiencing pressure while using the needles with vials. Draw up was fine, but once inserted into the vial there was pressure making it unable to expel.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 26jul2023. H6: investigation summary it was reported there was pressure when trying to expel the medication. To aid in the investigation, three samples were received for evaluation by our quality team. Two samples came in sealed packaging blister and one sample was in an opened packaging blister. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. The solution expelled with a normal flow; no clogging conditions were observed. A device history record review was completed for provided material number 305216, lot 2117302. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be determined. H3 other text : see h.10

Event description:
It was reported that 3 of the bd nokor¿ admix needle were clogged. The following information was provided by the initial reporter: customer received some of the bd nokor needles but still experiencing pressure while using the needles with vials. Draw up was fine, but once inserted into the vial there was pressure making it unable to expel.